Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the caregiver (cg) saw air in the patient line. The home patient (hp) was connected during fill 1 and the cg stated that it seemed as though the air went into the hp. The technical service representative (tsr) advised the cg to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.